Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During preparation, an ultrasound image was taken that was unable to see the anchoring balloon. The catheter was removed and the technician observed a tear in the anchoring balloon. There were no error messages because the treatment had not yet begun. The case was completed with another of the same device with no patient complications. The patient's condition was noted as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B) (4).